Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier broke inside of the patient. We got all the parts out safely. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a (B)(6) pc. Lot in december of 2013. The returned instrument was evaluated and found that the tips of the jaws are broken clean off just past the end of the tube assembly thus validating this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. Kenosha facility before instruments were sent to customer. No irr egularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaws to become broken off just past the end of the tube assembly but mishandling at the end users facility is suspected.

Event description:
It was reported that the applier broke inside of the patient. We got all the parts out safely. There was no patient injury.